Event description:
It was reported that the physician's handheld has been freezing at the interrogation screen for several months. The physician reported that the handheld has worked intermittently and that he has used his other handheld when needed. The handheld and flashcard were returned to device manufacturer for analysis on (B)(4) 2013. Analysis of the handheld revealed no anomalies. The handheld performed according to functional specifications. The flashcard and software performed according to specifications. During the analysis, no anomalies associated with flashcard software or databases were identified. Device manufacturer previously investigated such events and found that the reported screen freeze event occurring at the "interrogation successful" screen is resolved following a software reset of the handheld or reseating the flashcard. This event only occurs on (B)(4) models of the handheld computers executing the pocket pc 2002 operating system. This event may typically occur after several days of inactivity or after a daylight savings time change.